Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube; biological and non-biological. This event occurred 10 times. The following information was provided by the initial reporter: the customer noticed "foreign matter in the gel x6, and black spots in the tubes x5."

Manufacturer narrative:
H.6. Investigation: bd received 10 samples and 6 photos were forwarded to the manufacturing site for investigation. The samples and photos were reviewed. The indicated failure mode for foreign matter and embedded fm with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube; biological and non-biological. This event occurred 10 times. The following information was provided by the initial reporter: the customer noticed "foreign matter in the gel x6, and black spots in the tubes x5."